Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements one day post implant. During a revision procedure, the lead was observed to have been severed. This lead was explanted and successfully replaced with another rv lead. No adverse patient effects were reported.